Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that after the original inflatable penile prosthesis lgx implant, the patient had a penile curvature. The lgx cylinders were removed and replaced with cx cylinders to allow for penile modeling of the peyronies curvature. It was added that there was nothing wrong with the lgx cylinders. It was stated that they were not the right implant for this particular patient since they just are not recommended for penile modeling of a peyronies plaque. No further patient complications were reporting in relation to this event. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that after the original inflatable penile prosthesis lgx implant, the patient had a penile curvature. The lgx cylinders were removed and replaced with cx cylinders to allow for penile modeling of the peyronies curvature. It was added that there was nothing wrong with the lgx cylinders. It was stated that they were not the right implant for this particular patient since they just are not recommended for penile modeling of a peyronies plaque. No further patient complications were reporting in relation to this event. Should additional information be received a supplemental report will be submitted.